Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the outer sleeve of a 6f/7f mynx control vascular closure device struck the edges of the sheath hub while the user attempted to advance it through the 7f non-cordis sheath, causing it to split. It became difficult to fully insert the device. The procedure was completed using another unknown mynx device. There was no reported patient injury. The sealant was not exposed. The user was mynx certified. The device was stored and prepped according to the instructions for use (IFU). The sheath was flushed prior to use. A non-sterile ¿mynx control vcd 6f-7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The procedural sheath was not returned for evaluation, and the syringe was received connect to the device with the stopcock opened. In addition, the balloon was found fully deflated. The sealant was found partially exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received. The device was thoroughly inspected for any damages or anomalies that could have contributed to the reported failure, but no frayed, split, or torn conditions were observed on the returned device. A dimensional test was not performed on the returned device due to the severely kinked/bent condition observed in the sealant outer sleeve assembly. Per microscopic analysis, upon high-magnification visual inspection, it was observed that the sealant was partially exposed from the sealant sleeves, likely due to the severe kinked/bent condition noted upon receipt. Nevertheless, no frayed, split, or torn conditions were detected on the device. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device since there were no frayed/split/torn conditions noted; however, a severe kinked/bent condition of the sleeves were noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the outer sleeve of a 6f/7f mynx control vascular closure device struck the edges of the sheath hub while the user attempted to advance it through the 7f non cordis sheath, causing it to split. It became difficult to fully insert the device. The procedure was completed using another unknown mynx device. There was no reported patient injury. The sealant was not exposed. The user is mynx certified. The device was stored and prepped according to the instructions for use (IFU). The sheath was flushed prior to use. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was found partially exposed from the sealant sleeves due it was observed to have been severely kinked/bent as received.